Event description:
It was reported that the programmer did not turn on completely all of the time, that it was "hit or miss." Some troubleshooting steps were tried but to no avail. The programmer was returned for service. No patient complications were reported as a result of this event. It was further reported that due to the malfunction the programmer had not been used since personnel had become aware of the issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device powered up to a system error.